Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 9.0 mmol/l. It was also stated that the insulin pump could not deliver insulin. The customer reverted to manual injections after using the insulin pump for the first night. No significant events leading to the alarm were observed. The customer was already using their back-up plan. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with minor scratches on lcd window.